Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gait disturbance ("I walk slow") and hair colour changes ("I went from 5 grays to 70% gray. I color a lot to hide"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, gait disturbance and hair colour changes outcome was unknown. The reporter considered gait disturbance, hair colour changes and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New event added "I walk slow". New reporter added. On 23-mar-2020: content received from social media. New event added- hair greying. New reporter added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gait disturbance ("I walk slow") and hair colour changes ("I went from 5 grays to 70% gray. I color a lot to hide"). The patient was treated with surgery (laparoscopic excision of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gait disturbance and hair colour changes outcome was unknown. The reporter considered gait disturbance, hair colour changes and pelvic pain to be related to essure. The reporter commented: right: two coils were noted on the outside. Left :8 coils were noted outside the tube. Lot number: a45112 manufacturing date: 2012-08 expiration date:2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gait disturbance ("I walk slow") and hair colour changes ("I went from 5 grays to 70% gray. I color a lot to hide"). The patient was treated with surgery (laparoscopic excision of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gait disturbance and hair colour changes outcome was unknown. The reporter considered gait disturbance, hair colour changes and pelvic pain to be related to essure. The reporter commented: right: two coils were noted on the outside. Left :8 coils were noted outside the tube. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Lot number,rcc and reporter information was added. Previously reported event "medical device removal" updated to ¿pelvic pain¿. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gait disturbance ("I walk slow") and hair colour changes ("I went from 5 grays to 70% gray. I color a lot to hide"). The patient was treated with surgery (laparoscopic excision of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gait disturbance and hair colour changes outcome was unknown. The reporter considered gait disturbance, hair colour changes and pelvic pain to be related to essure. The reporter commented: right: two coils were noted on the outside. Left :8 coils were noted outside the tube. Lot number: a45112, manufacturing date: 2012-08, expiration date:2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.